Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that there have been recent issues during laparoscopic cholecystectomy with clips being malformed, coming out sideways, scissoring and not closing properly when they did come out of the jaw. Another device was used to complete the procedure. There was no pt injuries. Add'l info was requested, but no add'l info was provided. A supplemental report will be sent if add'l info is received.